Event description:
Related manufacturer reference numbers: 2017865-2021-32222, related manufacturer reference numbers: 2017865-2021-32223. It was reported that the patient presented with endocarditis. The whole system including pacemaker (pv), right ventricular (rv) lead and atrial lead was explanted. Patient condition was stable.